Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that filter could not be fully recaptured into the sheath. The target lesion was located in the carotid artery. A 190 cm filterwire ez embolic protection system was advanced and deployed successfully. A balloon was dilated, and a stent was placed. Upon recapturing the filter into the retrieval sheath, the filter ring could not be fully recaptured. An obvious resistance was encountered. It was attempted to push forward and then continued to pull it back, but the resistance still occurred. A guiding catheter was used to recapture the entire system out of the patient. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that filter could not be fully recaptured into the sheath. The target lesion was located in the carotid artery. A 190 cm filterwire ez embolic protection system was advanced and deployed successfully. A balloon was dilated, and a stent was placed. Upon recapturing the filter into the retrieval sheath, the filter ring could not be fully recaptured. An obvious resistance was encountered. It was attempted to push forward and then continued to pull it back, but the resistance still occurred. A guiding catheter was used to recapture the entire system out of the patient. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Media inspection of the pictures attached observed that the pouch information matches with the complaint information. Visual inspection of the wire returned inside the delivery sheath and the filter bag came back in undeployed state. The retrieval sheath was returned. Not was possible to observed damages. Functional inspections of sheathing/unsheathing test were performed, and the filter bag can be retracted/deployed by normal way.